Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a no delivery alarm about 2-3 weeks ago or a month ago. Customer was trying to load the cartridge and had tried 5-6 times before the alarm occurred. Customer left the pump at home and went to class. Customer tried again when she got home and it was fine. Pump has been fine since the past event. No further assistance needed.